Event description:
Nurse was performing routine inspection of lines when she observed a crack in the medication line that connects to the PICC line. The nurse flushed the line with normal saline, and noted that the saline squirted out at the crack. She was concerned that the baby may not have received her dose of IV caffeine.